Event description:
It was reported that the cartridge was not fitting properly on the pump because it was not fully snapped into place. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support instructed the caller to clean the pneumatic tap area after removing an obstructing o-ring and assisted in filling a new cartridge. The customer successfully loaded the cartridge onto the pump and resumed insulin delivery.